Event description:
The customer reported that the max dose in boost mode was more than 20r/min. Also the pulse mode was not working in mag2 mode. The dose percentage in boost mode need to be adjusted.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The max dose percentage was reduced to 60 percent. After adjusting the percentage, the max dose in the boost mode was 15.21 r/min. He verified the operation of pulse in mag2 mode. The system works as intended.